Event description:
Customer reportedly received results of 62 mg/dl and 111 mg/dl within 10 mins of the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No qcs used. Requested return of suspect device and replacement was sent. Aviva system (test strip lot number 300314, expiration date 01/31/2008).